Event description:
Customer reports a difference of 190 points between her sensor glucose and blood glucose and she is also experience multiple sensor errors. Customer's most recent blood glucose was 211 mg/dl. Troubleshooting was performed and determine customer is using proper insertion technique. Customer states when she changed the senor it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. The canula was bent however, unable to confirm if customer received sensor in said condition due to product was returned opened/used.